Event description:
It was reported patient stated stimulation was intermittent. Patient indicated that he felt changes in his stimulation with movement. Symptoms occurred following a positional change. The patient was home. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4)